Event description:
Customer reported that a patient underwent a vaginal reconstructive procedure in 2009. The patient had complaints of pulling and sutures coming out, described as rope protruding from the vagina. The surgeon examined the patient at about 2 qeeks later, and reports that the double layer of suture was gone. The surgeon reports that the wound is improving. Additional information requested but none provided.

Manufacturer narrative:
Date sent to the FDA: 03/20/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.